Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The wear was confirmed through review of the returned device. Method & results: product evaluation and results: biological fixation was present in each image of the returned stem. Damage consistent with the explantation process was present on the posterior surface of the hip stem. Debris was observed on the inferior surface of the stem which was collected on a scanning electron microscope (sem) stub for further analysis. Energy-dispersive spectroscopy (eds) showed that the main constituents of the debris on the hip stem were consistent with a corrosion product and an oxide. The base metal of the hip stem was consistent with astm f1813. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: biological fixation was present in each image of the returned stem. Damage consistent with the explantation process was present on the posterior surface of the hip stem. Debris was observed on the inferior surface of the stem which was collected on a scanning electron microscope (sem) stub for further analysis. Energy-dispersive spectroscopy (eds) showed that the main constituents of the debris on the hip stem were consistent with a corrosion product and an oxide. The base metal of the hip stem was consistent with astm f1813. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. While the wear on the device could be confirmed, the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to metallosis at the head-trunnion junction. Intra-operatively, wear was visible at the junction. There was no black tissue in the patient and no noted wear/ discoloration of the liner. The shell was also reported loose intra-operatively. A stryker metal head, liner, shell and screw were revised to competitor devices. The stem was well fixed and not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to metallosis at the head-trunnion junction. Intra-operatively, wear was visible at the junction. There was no black tissue in the patient and no noted wear/ discoloration of the liner. The shell was also reported loose intra-operatively. A stryker metal head, liner, shell and screw were revised to competitor devices. The stem was well fixed and not revised.